Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small intestine to treat a duodenal stenosis during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it did not expand. The physician fully deployed the stent; however, due to the first flange not expanding, the stent moved out of its intended position. The stent was removed using forceps. A jejunal tube was previously placed and was left in place to complete the procedure. There were no patient complications reported due to this event. Note: it was reported that the device was intended to be placed to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stenosis.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted with the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. The reported event of stent first flange failure to expand cannot be confirmed as the stent was returned fully deployed and expanded. Therefore, the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a duodenal stenosis. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small intestine to treat a duodenal stenosis during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it did not expand. The physician fully deployed the stent; however, due to the first flange not expanding, the stent moved out of its intended position. The stent was removed using forceps. A jejunal tube was previously placed and was left in place to complete the procedure. There were no patient complications reported due to this event. Note: it was reported that the device was intended to be placed to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stenosis.

Manufacturer narrative:
Block h11 has been corrected. Block e1: initial reporter city: (B)(6) reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted with the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. The reported event of stent first flange failure to expand cannot be confirmed as the stent was returned fully deployed and expanded. Therefore, the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a duodenal stenosis. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small intestine to treat a duodenal stenosis during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it did not expand. The physician fully deployed the stent; however, due to the first flange not expanding, the stent moved out of its intended position. The stent was removed using forceps. A jejunal tube was previously placed and was left in place to complete the procedure. There were no patient complications reported due to this event. Note: it was reported that the device was intended to be placed to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stenosis.